Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was noted that the right ventricular lead was dislodged. The lead was replaced to resolve the event and the patient was stable with no adverse consequences reported. Additional information was requested but not yet available.

Manufacturer narrative:
Additional information.

Event description:
Additional information received noted that the lead was explanted and replaced.